Event description:
A medtronic representative reported that navigation was accurate after tracer registration on the surface of the patient's skin, but was allegedly 1 cm inaccurate on the brain. This was reported during a posterior fossa procedure using the medtronic navigation integrated operating room system. It was reported that when touching the outside of the tumor, the probe showed inside of the tumor on the navigation system display. The medtronic representative reported that the surgeon had not accounted for brain shift after removing the larger of two tumors. This is when he perceived the inaccuracy. The surgeon then decided to abandon further use of the navigation system and treat the smaller tumor with radiation. No impact on the patient outcome was reported.

Manufacturer narrative:
After the reported issue, the surgeon reported that he will use fiducial markers for registration instead of tracing on the skin in future posterior fossa procedures. The system has been used successfully for multiple surgeries since the reported issue.

Manufacturer narrative:
The proper tracer pattern was not followed to specifications as per the alleged malfunction described. The software is functioning as designed.